Event description:
Consumer reported receiving a high reading on the precision qid blood glucose monitor when compared to a laboratory value. The values when plotted on a clarke error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.